Event description:
Right breast implant ruptured and therefore removed. No apparent injury. The device was not received by clinical engineering, so unable to identify manufacturer. If received, will return to manufacturer for analysis.